Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her sensor glucose and blood glucose was off. Customer's blood glucose was 247 mg/dl. Troubleshooting found the customer could not upload to carelink. Customer also stated she experienced a change sensor alert. Troubleshooting explained that 2 consecutive calibration errors alarm would lead to a change sensor alert and that the sensor would need to be replaced. No additional information was provided.